Event description:
It was reported that the asymptomatic patient presented in clinic with pulse generator exhibited backup vvi mode. After a device download, restoration was successful and function was normal. The patient would be followed normally.